Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the clinical sales associate (csa) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the generator encountered c-34 during surgery. The tse asked the caller to pull power cord and external foot pedal connections. The faults returned on power up. Tse assisted csa with connecting energy activation cable and third-party generator. Csa confirmed monopolar and bipolar energy on third party generator was working. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The generator was analyzed and found that the c-34 hf voltage issue was confirmed via system, indicating it occurred in the field. Visual inspection revealed no related damage. System testing showed the displayed the c-34 error on startup. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.